Event description:
Consumer reported complaint for the trueplus pen needles. Per customer the pen needles did not dispense the insulin. Customer stated she had contacted the pharmacy on the day of the call for assistance and had been advised to contact the manufacturer. Per customer the package had not been open or damaged when received and had been opened on the day of the call. The customer is using compatible product and the pen needle is properly aligned. Customer reported feeling dizzy; medical attention was not needed at the time of the call. Customer did not claim to be injured while using the pen needles and no medical intervention related to the use of the product was reported.

Manufacturer narrative:
Internal report reference number: (B)(4). B2: adverse event report is being submitted due to customer contacting pharmacy for assistance due to inaccurate dispense of pen needles. Pen needles were not returned for evaluation. Note 1: manufacturer contacted customer in a follow-up call on 02-mar-2026 to ensure the customer's condition had improved and the replacement products resolved the initial concern - able to establish contact with customer who stated her condition had improved and she did not currently have any diabetic symptoms. No medical intervention since the last call was reported. Customer stated the replacement products resolved the initial concern.